Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a voltage drop and pump reboot event were observed in the black box on (B)(6) 2015. The battery cap was unable to fully tighten due to damaged threads. There were battery compartment cracks in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. The pump was exercised for 24 hours with no power issues being duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked and there was moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.